Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not draw any conclusions about the root cause of the reported device loosening or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address femoral and tibial loosening. Poly wear and osteolysis were noted intraoperatively.